Event description:
The customer contacted heartsine to report that their device is not providing any voice prompts when it is powered on. Without voice prompts a user would not receive the proper guidance to deliver defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device is not providing any voice prompts when it is powered on. Without voice prompts a user would not receive the proper guidance to deliver defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to heartsine for evaluation. The cause of the reported issue could not be determined. H3 other text: not returned to manufacturer.

Event description:
The customer contacted heartsine to report that their device is not providing any voice prompts when it is powered on. Without voice prompts a user would not receive the proper guidance to deliver defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Heartsine determined that the cause of the reported issue was due to corrosion on the device's membrane panel from the device being stored outside of the indicated conditions. The device was scrapped by heartsine and the customer received a replacement device.